Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported alarm (light emitting diode) led failed. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 10oct2019. Philips field service engineer (fse) confirmed the reported alarm led failure. The fse replaced the power switch overlay to resolve this issue.

Event description:
The customer reported alarm (light emitting diode) led failed. There was no patient involvement.